Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The patient had a history of their pump flipping. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.